Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an undiluted bag of etoposide (20 mg/ml) leaked prior to a patient infusion. The primed dose was found in the zip locked bag, and it appears the drip chamber leaked. The spill was contained in the bag, and the medication had been in the set for 12-24 hours. The customer states no harm was reported.